Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. The vns was disabled. Additional information was received that the patient had also been having an increase in seizures, but it is unknown if the seizure level is greater than pre-vns baseline or not. It was not known if any trauma or device manipulation had occurred. The last acceptable vns diagnostics results were in (B)(6) 2010. X-rays were received and reviewed by the manufacturer. No obvious lead anomalies were identified. The lead pins were fully inserted into the generator header, ruling out a lead pin issue and making a lead fracture the more likely scenario. Vns revision surgery appears likely.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected.